Event description:
After placing the device on pt in a/c mode, a pop was heard and then smoke was seen coming from under the ventilator and from inside to front door of the ventilator. The ventilator was unplugged and removed immediately from the room and the pt was manually bagged at 100e o2 and then placed on another volume ventilator.